Event description:
A report was received that the patient was experiencing soreness at the ipg site. No device malfunction was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead was repositioned and anchors were replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing soreness at the ipg site. No device malfunction was suspected. The patient will undergo a revision procedure.